Event description:
It was reported that the implant at tooth site #4 came out due to infection. Patient had her implant placed, and when she came in for her 2 week follow up, she was in pain, and there was pus present. She came back 1 week after antibiotic was given for dr. To evaluate the area. Upon trying to remove the healing abutment, the whole implant came out. Symptoms as a result of the event: pain & pus was present.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.